Event description:
It was reported that noise was observed when a patient presented in-clinic. The leas was capped and replaced and externalized conductors were observed during the process. The patient was in good condition afterwards.